Manufacturer narrative:
Model number/catalog number: sc-8216-70. Serial number: (B)(4). Batch/lot number: 14631075. Model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. It was mentioned that the patient was able to feel and see the edges of the ipg. The physician believed that the cause of infection was gab in sutures or closure of the skin after a recent revision (MFR report number 3006630150-2018-62637). The patient was prescribed antibiotics and was explanted.